Event description:
Related manufacturing report: 2017865-2025-16779. It was reported that the patient presented to the emergency department due to inappropriate shock delivered by their implantable cardioverter defibrillator (ICD). The inappropriate shock was found to be caused by right ventricular (rv) lead noise oversensed by the ICD. The rv lead was suspected to be fractured due to it exhibiting high pacing impedance and increased capture thresholds, while the ICD exhibited no pacing output and failure to capture. The ICD was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.